Event description:
It was reported that during the procedure, the motor drive unit was having a warm temperature and after that it stopped working. It had a motor defect. There was no delay and the procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the motor drive unit was having a warm temperature and after that it stopped working. It had a motor defect. Incident occurred before the procedure. There was no delay and the procedure was completed with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.